Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent posterior fixation at levels th8-s2 with olif at levelsl3-l5 on an unknown date. On (B)(6) 2015 (date unknown), rods at both side were found to be broken between l2 and l3. Progression of kyphosis was also observed. Revision will be performed on (B)(6) 2015.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that, revision was done: anterior longitudinal ligament got broken at the time of performing olif at l2/3 and a cage was not inserted. Doctor's comment: the rod might have been broken due to pseudarthrosis bone union status: not perfectly achieved.